Event description:
Reportedly, one day after the implantation of the subject pacemaker involved in this MDR report, the ventricular lead impedance was measured over 3000 ohms. The physician decided to operate at the operating room. After reopening, the lead was found correctly tightened. The lead was then unscrewed and tested: a normal impedance (692 ohms) was found. The lead was then reinserted and tightened, but the ventricular impedance remained greater than 3000 ohms. The device was not kept implanted and returned or analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.